Manufacturer narrative:
Patient weight corrected.

Event description:
Additional information was obtained, revealing that the device was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, that the patient fell. And experienced ineffective therapy, due to high impedances on both leads. Surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.